Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6) male patient's infusion set's cannula had moved and was noticeably bent after removal. This issue occurred on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021 respectively. However, on (B)(6) 2021, he experienced high blood glucose level of 737 mg/dl. Therefore, the patient's mother removed the site and noticed that the cannula was noticeably bent and observed blood at the site. However, patient's father was still somewhat unsure whether high blood glucose level was related to the pump or supplies. They tried to treat high blood glucose level issue with correction injection via multiple daily injection and around 08:00 pm, also changed the infusion set, but subsequently, the patient's mother took him to the emergency room where he received insulin via intravenous route as corrective treatment. The patient had traces of ketones, but the healthcare profession did not assess it as dangerous/life threatening. Consequently, on the same day (B)(6) 2021), the patient was admitted to the hospital due to high blood glucose level (around 730 mg/dl), where he received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously, which resolved the issue. Further, he was released on the same day with no permanent damage. Moreover, the patient did not notice any damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.